Manufacturer narrative:
Patient demographics such as age, date of birth, sex or weight were not provided. The lot number of the reagent was not supplied so the expiration date could not be determined. The lot number of the reagent was not supplied so the manufacture date could not be determined. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed preventative maintenance (pm) on the instrument and other non-related maintenance activities. No parts were replaced. The fse did not find any hardware issues that would have contributed to this event. The access accutni+3 reagent was not returned for evaluation. In conclusion, a definitive cause for this event could not be determined with the information supplied.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for four (4) patients on the laboratory's access 2 portion of the unicel dxc 600i synchron access clinical system, serial (B)(4). The customer stated that upon repeat of either the same sample or of a re-draw sample of the same patient, results generated were within the normal reference range of the assay. The initial elevated access accutni+3 results were reported out of the laboratory. The customer stated that one (1) of the patients was admitted to hospital due to the elevated access accutni+3 result obtained. The customer could not identify which of the four (4) patients was admitted. The customer did not supply any information regarding system verification parameters such as quality control (qc), calibrations or system checks. No information was provided regarding sample collection or processing. No issues with sample integrity were noted by the customer.